Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the error e226 occurred because the communication failure was occurring between the scope that was being used in combination. The following verbiage is identified within the otv-s200 instruction manual: "10.2 troubleshooting guide - * code e226 * error message: scope communication error * possible cause: the communication between the endoscope and video system has failed. * solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus." Olympus will continue to monitor field performance of this device.

Event description:
The service center was informed that during preparation for use, an e226 ¿scope communication error¿ was observed with multiple scopes when connected to the video system and camera head. The customer took the scopes to a second video system cart and the error reoccurred. There was no patient involvement.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. As part of our investigation the olympus sales representative advised the customer to clean the electrical contacts/video socket with isopropyl alcohol regularly. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.